Event description:
The device was used during a procedure on the hip. Reportedly, the wound dehisced three weeks post operative. The surgeon performed a re-operation and re-sutured to correct the condition. The hosp has reported the pt's condition is satisfactory.